Event description:
Pt was given a poplitial bypass, femoral artery which was a mechanical prosthetic valve used. The graft was called a (doppler). Stopped functioning 6 months after dr placed it in groin, pt then developed a problem swallowing had x-rays taken, dr said his opinion was cancer. Dr told pt that pt was too old and thin to help pt that pt was wasting away, the only thing he could do was put a tube for feeding or chemo, regardless pt would be helpless a few months or weeks. Rptr asked him to please help pt, while crying: he walked away. Pt was eating, when tube came out body was not getting nourishment. Family then took pt for help. To have x-rays taken. Pt walked in with family signed self in the hospital, was singing and talking, before all of this happened. Vein in left leg had fallen down below knee and was swollen; also leg was cold, heel had burst open. Wish before pt died was to write down what happens to them and tell to save some else from what pt encountered. When pt came out of the coma before pt took last breath pt was trying to talk and get out of bed, was blind.